Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump was not delivering insulin properly during basal delivery nor during bolus delivery. Customer alleged that at times pump was delivering too much or too little insulin. As a result, customer's blood glucose (bg) was high and low, however specific values were not provided. No additional patient information was provided. As tandem technical support was not contacted at the time of the reported issues, a system check could not be performed to determine a possible cause of the events. Reportedly the customer reverted to manual injections for insulin therapy.